Event description:
Rupture (leak?) Of silicone gel implant left breast. Sixteen years after original placement. Patient underwent capsulectomy because of increase capsular contracture in 2008. Two months later presented with left breast infection and exposure of implant.